Manufacturer narrative:
The product was returned with the membrane partially unfolded and evidence of blood on the exterior of the catheter and between the catheter and the sheath. Two kinks were observed on the catheter tubing near the y-fitting approximately 76.2cm and 75.4cm from the iab tip. A non-maquet 0.025¿ guidewire was returned cut with a portion of the guidewire inside the inner lumen of the catheter. The technician attempted to remove the non-maquet guidewire and was able to successfully remove the guidewire. The outer coating of the guidewire was damaged. The technician then attempted to insert a laboratory 0.025¿ guide wire through the inner lumen and was able to successfully insert the guide wire. No obstructions were felt. The reported event cannot be confirmed by the evaluation. It is recommended to use the provided maquet guidewire. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint (B)(4).

Event description:
N/a

Event description:
It was reported that the provided guidewire was inserted without issue. However, the intra-aortic balloon (iab) could not be inserted along the guidewire. The iab and guidewire were removed and replaced with a new one. There was no patient harm or adverse event reported.

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5) reference complaint #(B)(4).